Event description:
It was reported that when patient attempted to charge the right side, recharger took a long time to charge when the recharger connected. Caller reported no device found is seen. Patient could charge the left implanted neurostimulator fine without issue. The same recharger is used on the left and right side. Troubleshooting was performed, however, caller continued to see ¿no device found¿. Additional information received at a later date from a healthcare provider (hcp) reported the same issue was occurring. The wireless recharger was functioning as intended, but the right side implant was difficult to charge as the wireless recharger would connect and disconnect with it having trouble finding the right side, but the left side implant charged like normal. The hcp was going to make an appointment with the physician. During investigation, the manufacturer representative report additional information via a healthcare provider and confirmed with the managing physician. The users were successful in coupling and recharging. They moved to recharger head a bit lower and connected. They had not received any information that the implant had moved. They reiterated that the issue had been resolved when the users moved the recharger head lower to connect with the implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event was reported as a serious injury, however, upon further review it would be reported only for malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.